Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump stuck at the fill tubing menu and they were unable to exit the preparing to prime" loop. The customer¿s blood glucose was 198 mg/dl. Troubleshooting was done for prime fill anomaly and rewound process. Customer reported that insulin pump only lets him get to the fill tubing section before it made him rewound. Customer was advised to held down act button until they receive second series of beeps or numbers appear on the display. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.